Manufacturer narrative:
B5: the lens was repositioned (rotated) 20 degrees and the problem was resolved. The patient is delighted with the outcome. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # : (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -0.50/+2.0/169 (sphere/cylinder/axis), into the patients left eye (os), on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.